Event description:
It was reported that a deph-free solution administration set leaked from the tubing due to the endcap not being correctly fixed. This occurred during priming while the set was connected to a non-baxter bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.